Event description:
The customer reported the sys froze while archiving. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the wireless module was replaced during the service call. The system was tested and found to be working as intended and put back into service.